Event description:
It was reported that the artificial urinary sphincter (aus) "worked very well only minimal escape of drops" after being implanted. In (B)(6) 2018, the patient "reported that she had a couple of falls due to a trip that did not cause injuries but thereafter she noticed a recurrence of progressive urinary leakage, she must now wear a diaper that wets moderately. Upon examination the sphincter is palpated and cycled properly. Significant escape with cough is verified. Cystoscopy ((B)(6) 2019) normal anterior urethra, cuff of the sphincter is observed in the middle bulbar urethra, closed and with good coaptation. The pump is operated and there is adequate and wide opening of the cuff. Proximal urethra ok, anastomosis without stenosis. Bladder without injuries, sphincter balloon with adequate fluid filling. It fills vejga with about 300cc and when coughing is observed significant escape of stress. With a closed sphincter, patient coughed and there is a significant leak even though the cuff remains closed. Impressive dysfunction of the pressure regulation mechanism against cough."